Event description:
In 2008, an insurance rep reported the pt has stated her insulin infusion device is "losing settings, giving clogging errors, and fails to alert when reservoir is empty." On follow up with the pt the same day, she stated she does not think her device is functioning properly. She stated, "I don't know if it's the stress I'm under or from being unemployed." She said her blood glucose has been elevated and her a1c increased from 6.5-7% to 8%. Her a1c has returned to her normal range of 7%. Symptoms are fatigue and she corrects her readings by bolusing insulin through her infusion device or, if her readings do not decrease, via injection. She stated she is taking a natural supplement to assist with blood glucose control. She stated she does not hear a "clicking" sound when boluses are delivered and "several times" she has not received an alert when her insulin cartridge is empty. She said she does not check the cartridge volume on her device and did not say whether she fills the cartridge to 315 units. She had to repeatedly complete a prime for insulin to flow. The pt said she visually confirms the cartridge is empty but does not know what her device read at the time. How to check cartridge volume and how to adjust the piston rod were reviewed with the pt. She said she uses cold insulin to fill the cartridge. She was advised to only use room temperature insulin. The adapter was changed about 2 months ago and was advised to change it every 10th cartridge change. She changes the cartridge and tubing every 1.5 weeks and her headset 2 times per week. She was advised to change products as specified. She said she once checked her basal rates with her doctor and the rates on her device were not what was written down. The proper procedure to adjust and save rates were reviewed with the pt. She stated she has received 2 error messages since six months ago; a8 (bolus canceled) and a1 (low cartridge). Product was replaced and requested to be returned for evaluation.